Manufacturer narrative:
Results and conclusions summation - potential causes for stent dislodgement may include handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. In this case, the failed attempts to cross the lesion resulted in the interaction of the sent with the leison and anatomy and likely contributed to the stent dislodgement which resulted in the pt being sent to CABG surgery that required hospitalization. However, a conclusive root cause for the reported pt effects, failure to advance and dislodgement could not be determined.